Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured and a pinhole was noted in the center. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.